Event description:
The device was returned for sensor hardware failure (set ID sensor). Upon return, the device had consistent tubing set not recognized error. Log files indicate sensor hardware failure (set ID sensor). Performed set ID admin test and unit failed. The lever boot retaining plate is damaged due to being cracked. The set ID and lever boot retaining plate will be removed and replaced during the repair process before being sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "there is a pump at go-live, with a tubing set not recognized error. We have tried different sets, issue still persists. No patient harm, was not on a patient, was not infusing. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.